Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00030.

Event description:
The customer reported to olympus the distal cover came off in the patient's airway at the bifurcation. A laryngoscope was used to retrieve the distal cover. The customer also reported there was a separate incident where the technician was putting on the cap and she realized the perforation line on the cap was already torn. This event will be reported in (B)(4). A physician also reported to the facility, this issue is happening at other facilities as well. This event will be reported in (B)(4). This event includes 2 reports: (B)(4): tjf-q190v, 2022707. (B)(4): maj-2315, h1x08. This report 2 of 2 for the distal cover found in the patient's airway for (B)(4): maj-2315, h1x08.

Event description:
Additional information received from the customer: the customer reported anti-fog agents are not used. Lubrication is used on the endoscope prior to insertion of the endoscope into the patient's mouth. The endoscopy technologist attached the distal cover to the endoscope and inspected the distal cover while pulling and twisting it to test it. There was no movement noted and no damage to the cap noted prior to the procedure starting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause. The actual device was not returned and the customer stated: anti-fog agent was not applied, lubricant was applied when inserting the scope, and it was confirmed the cover was not damaged immediately after being attached to the scope, and the cover would not come off the scope. As described in the instructions for use (IFU) "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.